Manufacturer narrative:
There have been no known reports of this issue from clinical customers of the 80 and 120-leaf millenium multi-leaf collimator. Although there was no reported injury in this case, the available info suggests a malfunction of the device may have occurred. Though still under investigation, varian has determined that a MDR is appropriate as this possible defect could result in misadministration or serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.

Event description:
As a result of a varian engineering review, it was noted that the 80 and 120-leaf millennium multi-leaf collimator (mlc) is subject to out-of-field dose. It may be possible that when treating a dynamic mlc field with high modulation (>5) where the field extends to the outermost leaf pairs; that there is measureable dose several cm beyond the outermost leaf pair.